Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for fecal incontinence and urinary incontinence. It was reported that the patient hadn't changed the stimulation level since they got it in (B)(6) 2016. They stated that they had fecal incontinence. It was noted that they didn't feel stimulation and the therapy was on program 3 at 1.3 volts. After increasing the stimulation to 1.4 volts, they felt stimulation left of the vaginal area. For the last month or so, prior to the report, it had been like they had ridden a bike and been sore. It was tender on the left side. They changed to program 4 at 1.3 volts and still felt stimulation to the left of the vaginal area. The same feeling was there on program 1 at 0.8 volts and program 2 at 1.3 volts. They were going to try program 1 at 0.8 volts for two to three days. It was noted that they had no relief of their symptoms since they were implanted. It was also noted that they had been shocked many times, but not by the device.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported the circumstances that led to the tenderness on the left side of the vaginal area was the activity level of the device as well as the program change. Patient reported that the issue was resolved. No further complications were anticipated.